Manufacturer narrative:
Unit received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, stained end cap sticker and stained address/serial number label. Unit received with cracked and bleeding lcd glass.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was dropped and lcd screen had crack. The customer's blood glucose level was unknown. The customer reported that the lcd screen had crack and customer was not able to read the lcd screen. The customer was advised to discontinue use of insulin pump. Insulin pump will be returned for analysis.